Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation and was received o utside its pouch. Visual inspection found the cuff presents a cut. Functional testing noted that an inflation and deflation test was performed. Air was applied to the cuff using a syringe and it was observed the cuff deflated after few seconds. It was reported that there was a leak in the cuff without an accompanying report on whether the customer attempted inflation. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: cuff pressure should be monitored and adjusted routinely and should not exceed 25 cm h2o (2.5 kpa). Over-inflation of the cuff may cause tracheal damage and inhibit ventilation. Underinflation with cuff pressures less than 20 cm h2o (2 kpa) may result in aspiration of subglottic secretions. Test each tube¿s cuff, pilot balloon, and valve by inflation prior to use. If dysfunction is detected in any part of the inflation system, the tube should not be used and should be returned to the manufacturer for investigation. Duration of patient use of the tracheostomy tube and obturator should not exceed twenty-nine (29) days because the manufacturer has not substantiated the use of these devices beyond 29-days. Decisions about tracheostomy tube changes should be made by the responsible physician or designate using current medical guidelines and judgment. Visually inspect device and accessories for signs of damage. If signs of damage, discard and replace. Avoid pulling or manipulation of the inflation line in order to maintain effective cuff performance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff was tested using a syringe with 10ml of air and 9ml pressure. After the initial placement of the device, the nurse noticed the cuff was not holding air. The trach was replaced at the bedside. The patient was able to maintain saturation of 100-95% during the process.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.